Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: pancreaticoduodenectomy. Event description: sealing and cutting action was being performed when the event occurred. The device does not work when activating the sealing switch, sealing does not occur. Additional information received from applied medical representative via email 3nov2022: the ready message was displayed on the screen when the device was connected. They did not receive any alarms. The activation tone or end tone was heard when the fuse activation button was pressed. Thermal effects were not visible at the seal site. Peritoneum section was being grasped when the even happened. The device had been used for 20-25 activations before the experience was observed. Intervention: replacing the device with a new one. Patient status: favorable.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant¿s experience of low energy output could not be replicated or confirmed, as the event unit functioned as intended. The event unit met current specifications and there were no visible non-conformances. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit or confirm that a product malfunction occurred.

Event description:
Procedure performed: pancreaticoduodenectomy. Event description: sealing and cutting action was being performed when the event occurred. The device does not work when activating the sealing switch, sealing does not occur. Additional information received from applied medical representative via email 3nov22: the ready message was displayed on the screen when the device was connected. They did not receive any alarms. The activation tone or end tone was heard when the fuse activation button was pressed. Thermal effects were not visible at the seal site. Peritoneum section was being grasped when the even happened. The device had been used for 20-25 activations before the experience was observed. Intervention: replacing the device with a new one. Patient status: favorable.